Event description:
Additional information was received, indicating that only when the system was restarted by the customer, did the issue resolve.

Manufacturer narrative:
The company service representative examined the system. The system was rebooted by the customer. And the issue was resolved. The company service representative was unable to confirm, or replicate the report of a system freeze when the system was powered on during the site visit. No parts needed to be replaced. No further technical services were performed, per the customer request. No functional problem was found with the system, as it relates to the reported event. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. Data will continue to be monitored for evidence of adverse trending. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic operating system froze after a surgery was completed. There was no report of any patient harm.